Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by implant patient registry, a patient underwent explant of their 23mm sapien 3 valve in the aortic position approximately 5 years and 3 months post tavr procedure. The device was explanted for an unknown reason and replaced with an edwards surgical valve.

Manufacturer narrative:
A supplemental report is being submitted due to receipt of additional information provided in medical records. Updated/corrected fields a4, b1, b4, b5, b7, g3, g6, h2, h6 device code, type of investigation, investigation findings, investigation conclusions, and h11. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The exact cause of the reported event was unable to be determined but may have been due to patient factors (age, hyperlipidemia), implant duration, aortic stenosis and aortic regurgitation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by implant patient registry, a patient underwent explant of their 23mm sapien 3 valve in the aortic position approximately 5 years and 3 months post tavr procedure. The device was explanted and replaced with an edwards surgical valve. After a review of the medical records, the patient underwent a successful tavr with 23mm s3u due to being high risk for surgical avr. Approximately 5 years and 3 months later, the patient presented with severe aortic stenosis and aortic regurgitation with an ava of 1.1cm2 and underwent explant of the valve. The explanted thv valve gross pathology confirmed the thv leaflets were calcified.